Event description:
A review of a literature article open versus robotic assisted (ras) techniques for multi visceral pelvic resections of locally advanced or recurrent colorectal and anal cancers: short-term outcomes for 33 patients from a single centre was performed. Robot-assisted resections were conducted using the davinci x or xi surgical systems. The article noted that during these dv surgeries, 2 adverse events were reported. The article noted two grade iii-IV complications in the robotic group (15.4 percent) comprised of a return to theatre for small bowel obstruction at a port site and one interventional radiology-guided drain insertion for an infective collection. The study concluded that short-term surgical and histopathological outcomes are equivalent in this small cohort of patients. This study suggests that ras may be a safe and effective method for performing pelvic exenterations for colorectal malignancies. Larger-scale and robustly designed prospective studies are required to confirm these preliminary findings and report on long-term oncological outcomes. The author confirmed that there were no specific da vinci device malfunctions nor any complications related to the da vinci system.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Citations: wyatt, j., o¿connell, e., choi, m., powell, s. G., hanchanale, v., ahmed, s., & javed, m. A. (2024c). Open versus robotic-assisted techniques for multivisceral pelvic resections of locally advanced or recurrent colorectal and anal cancers: short-term outcomes from a single centre. Techniques in coloproctology, 28(1). Https://doi.org/10.1007/s10151-024-03044-9.